Event description:
A malfunction in the pump was reported by the caller, with the issue occurring 10-15 times and being resolved by resetting the pump each time. There was no adverse impact to the customer's blood glucose level. The customer did not seek further troubleshooting and does not recall the exact dates of the issues.